Event description:
The lay user/patient in (B)(6) reported blood glucose values of "18.8mmol/l and 7.8mmol/l" with the subject meter performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=15% and/ or 0.67 mmol/l (<=12mg/dl) . There was no injury and no treatment associated with this issue, however this complaint is being reported because the subject device did not meet lfs's accuracy criteria.

Manufacturer narrative:
If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.